Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The view plate has snapped in half.

Manufacturer narrative:
Examination of the returned mbt rev tibial view plt confirmed the reported event of the devices breaking into two pieces. All pieces of the devices were returned. The overall condition of the instruments indicates multiple usages. The instruments exhibit burnishing wear indicated of extended usage. The devices exhibit a shade of yellow indicating they have been subjected to numerous decontamination procedures. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of device wear from normal use and servicing as the root cause no corrective action is being taken. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.